Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer encountered low blood glucose. The customer's blood glucose was 31mg/dl. The customer stated they had no stopper in the reservoir. The pump passed self-test. The customer stated she had a broken hip and that contributed to her low and high blood glucose.